Manufacturer narrative:
Though there was no report of patient injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr (B) (6)). Therefore, this event is reportable per 21 cfr part 803. The device was returned, visually inspected, and found to have separated approximately 24mm from the bend. Also, a DHR review conducted indicates that the device was manufactured according to specifications.

Event description:
It was reported that a proultra tip #8 separated outside of a patient's mouth. No patient injury resulted.